Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to charging difficulties. The patient is doing great post operatively. The explanted device will not be returned as per facility policy.